Event description:
It was reported that bd intima-ii 24gax0.75in prn slm tubing was defective/damaged the following information was provided by the initial reporter: the child received infusion treatment in the outpatient infusion room of our hospital on (B)(6) 2023. The nurse used an indwelling needle to puncture and indwell him to facilitate subsequent infusion. Everything went well with the indwelling needle that day. On the morning of the next day (B)(6) 2023, the child came to the hospital to continue the infusion. When the nurse was flushing the indwelling needle, she discovered that there was leakage in the clamping position of the small clip of the indwelling needle tube, so she could only stop using the indwelling needle. The nurse removed the indwelling needle from the child and punctured a new one for use. The child cried and the parents complained, causing the child the pain of a second puncture, causing conflicts between doctors and patients, and adverse reactions were reported. The supplier was not notified of the individual incident. In the future, our hospital will continue to observe the use of indwelling needles of the same specification in this batch. If the same problem occurs again, it will be reported to the supplier immediately for replacement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. Customer returned 1 photo and 1 defective sample. The sample shows that the middle of the extension tubing is damaged, there are pinch marks at the damaged part, and the clamping parts of the pinch clamp are round, smooth and without burrs. Please see (B)(4) for the photos. 2. DHR/bhr review(lot#3135086): 1)this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the extension tubing batch used in this batch of products is 3139902, review the raw material inspection records, no abnormalities. 5)the pinch clamp batch used in this batch of products is 3177012, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken, the extension tubing and the clamping parts of the pinch clamp are checked, no abnormality is found. Then, the sample is carried out for the pinch clamp sealing pressure test (test process: the extension tubing is clamped in the same position for more than 64 times, and then kept in the clamped state under 800mm pressure device for 3 days), and no leakage is found at the extension tubing. Please see (B)(4) for the test report. 4. Cause analysis: 1)the leakage occurred the next day when the indwelling needle was flushed, indicating that the extension tubing was not damaged before use. 2)when the extension tubing is clamped to one side and not centered in the pinch clamp, the extension tubing may be damaged. Please see (B)(4) for photos of simulated samples. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Through the inspection and analysis of the returned sample, it is confirmed that the root cause of the leakage at the extension tubing is caused by the extension tubing not being clamped in the center of the pinch clamp, which is related to the use process of the product. The plant will continue to track such defects. H3 other text : see narrative.

Event description:
No additional information provided